Event description:
An occlusion alarm was reported by the caller, but the exact alarm number could not be verified by technical support from the pump's history. No adverse impact to the customer's blood glucose level was mentioned. The caller did not report multiple occlusion events, but confirmed the event occurred earlier in the day. Customer declined to further troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.